Manufacturer narrative:
A ge representative evaluated the system and found the system operates as intended. (B) (4).

Event description:
The customer reported the system will not make x-rays. No patient injury was reported.